Manufacturer narrative:
According to the customer on (B)(6), "the nebulizer is leaking on the top part where you put the medicine in. I am missing doses due to leaking". The device is available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on (B)(6), "the nebulizer is leaking on the top part where you put the medicine in. I am missing doses due to leaking".